Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio/beep anomaly. Customer stated that the insulin pump does not alarm for low insulin or low battery but alarmed during self-test. Customer was asked to change battery and customer stated that the insulin alarmed. Low reservoir alert check and displacement test also showed alarms and customer was okay to monitor insulin pump. During troubleshoot, the customer mentioned that they experience a blood glucose level of 400mg/dl and treated with the insulin pump. Customer declined to troubleshoot for the high readings. The insulin pump will not be returned for analysis.